Event description:
A dissection occurred in the right internal carotid artery, and it was suspected to be caused by the 0.014" guidewire. Physician repaired the perforation with a prolene stitch. The patient was able to respond to verbal commands after waking up.